Event description:
During a check-out procedure at the manufacturer's service center, the ventilator failed to power on. The device was not in patient use. The device's system board needs to be replaced to address the issue.